Manufacturer narrative:
Reported event: it was reported that the user left the checkpoints in the patient even after mps's instruction to remove them. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: product history review was not performed as the lot number was not provided. Complaint history review: complaint history review was not performed as the lot number was not provided. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Product was unavailable for inspection as the product was not returned.

Event description:
Yesterday with a brand new surgeon, we went to take our final numbers for tka to see if we were balanced with actual implants and the numbers were way off so I said grab green probe and we did the femur check point and it was all good then went to tibia check point and it was off like 6mm so I said the array must have been bumped or check point so I said those numbers might not be accurate and asked surgeon to see how it felt and he said it looked good so I said ok you can remove everything and they missed the checkpoints case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Yesterday with a brand new surgeon, we went to take our final numbers for tka to see if we were balanced with actual implants and the numbers were way off so I said "grab green probe" and we did the femur check point and it was all good then went to tibia check point and it was off like 6mm so I said the array must have been bumped or check point so I said "those numbers might not be accurate" and asked surgeon to see how it felt and he said it looked good so I said "ok you can remove everything "and they missed the checkpoints case type: tka.